Event description:
The following was reported to hamilton medical ag: customer reports "@0400h I noticed the patient to have a frequent change on his ventilation (losing tidal volumes and abnormally triggering spontaneous breaths) itu doctor informed regarding this matter, he came and change mech vent settings multiple times but not working with patient's ventilation. @0520h atracurium 50mg per IV given to paralyze patient and increased sedations but none working. Hamilton-c6 started to malfunction and having abnormal traces. We decided to change the mech vent with a new set up hamilton-c6. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).